Manufacturer narrative:
Field service found a defective flow control valve. Replacing the valve corrected the problem. No pt problem reported. Lab test: found under microscope examination the shaft of the flow control valve showed signs of moisture contamination and wear. Wear of the shaft could cause excessive flow during exhalation, causing the complaint as described by the user facility.

Event description:
Customer complained of lack of sensitivity as pt had to draw 10 cmh20 to trigger the unit.